Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen causing an inappropriate vf detection on (B)(6) 2024. One shock was aborted. Noise was seen on the ra and rv channels. The pacing impedance has trended consistently as well as the pacing threshold. Shock impedance has fluctuated slightly in the last year. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.